Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was 490 mg/dl. The customer stated that pump doesn't respond. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.